Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior mitral leaflet. It was noted that echo conditions were limited throughout the procedure. One mitraclip was successfully deployed and a second clip was selected for implant to further reduce the mr. After implantation of the second clip it was noted on fluoroscopy that the first implanted clip had tilted. However, a single leaflet device attachment (slda) was unable to be confirmed and the clip remained stable. The procedure was completed with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported migration (partial clip movement) cannot be determined. The image resolution poor appears to be related to procedural conditions, as echo conditions were reported to be limited. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a